Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the outside of the flex does not show any obvious signs of damage. A functional test was done and the flex arm would lock up in every position tested. The joint was disassembled and visual showed typical signs of wear but nothing appeared to be broken. The failure could not be repeated when tested.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the "middle fixation of the flex arm did not function properly. The nurse had to maintain the arm with one hand all along the procedure to avoid the arm and the retractor to move. Very uncomfortable situation as she then only got one hand to pass instruments to surgeon". No patient complications were reported.